Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be determined and the foreign material could not be identified. Based on the results of the investigation, it was presumed that the foreign material that remained at reprocessing was due to deviation from the instruction for use (IFU). The event can be detected/prevented by following the instructions for use which state: the detection method in enf-v3 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in enf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, there was foreign material inside the charge coupled device (ccd) glass of the videoscope which caused a blurry and deteriorated image. There was no patient involvement.